Event description:
It was reported that the patient lost stimulation from the t12 lead due to lead migration. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead addressing the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. Reporter fax number: (B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.